Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after the second post-dilatation of the cypher 3.0 x 23 mm stent with the same stent delivery system (sds) balloon, balloon rupture occurred. The balloon rupture was evidenced by blood return into the indeflator after the second negative pressure was applied. The physician confirmed the balloon rupture and removed the sds from the patient. A hiryu 3.0 x 15 mm balloon was used to post-dilate the cypher stent after the balloon rupture. The cypher 3.0 x 23 mm stent was successfully implanted. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, heavily calcified, not tortuous, and a 95% stenosis. The case was an emergency done by the radial approach. Aspiration was conducted initially. The lesion was pre-dilated twice with an ottimo 2.5 x 15 mm balloon. The cypher 3.0 x 23 mm stent was deployed at 8-10 atm. The stent was post-dilated with the cypher sds balloon twice at 16 atm. The sds was mistakenly discarded by the hospital. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.